Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission with non sustained ventricular oversensing and non sustained ventricular tachycardia episodes due to lead noise. The noise was reproduced in the clinic when the patient was adjusting in the chair and pushed hands against the arms of the chair. Insulation anomaly was noted on the lead. The lead was capped and replaced on (B)(6) 2021. The patient tolerated the procedure well without complications.